Event description:
It was reported that an unknown system error occurred during use on the homechoice (hc). It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. A device history record review was conducted with no issues found. There were no nonconformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. A service history review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The service history logs showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported issue was not able to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.